Event description:
It was reported the lead ¿came off when it was pulled gently¿ after it was inserted into the implantable neurostimulator (ins) and ¿tightened with the torque wrench until it clicked.¿ it was stated the operating physician was then advised to tighten until several clicks were heard and that ¿the lead was secured by doing so, hence the device was implanted.¿ it was noted a similar event had occurred previously and that the investigation found no defect. The operating physician was reported to have wanted to determine if there any issues with the torque wrench. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID neu_wrench_acc, serial# unknown, product type: accessory; product ID neu_wrench_acc, serial# unknown, product type: accessory; product ID neu_wrench_acc, serial# unknown, product type: accessory; product ID neu_wrench_acc, serial# unknown, product type: accessory. (B)(4). Device evaluation: analysis of the four returned wrenches found each wrench performed up to product specifications.